Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that the atomizer failed to produce an aerosol mist when she used the ez breath atomizer to relieve her breathing distress. The customer reported that she was experiencing an asthma attach, and the atomizer did not produce a mist to relieve her symptoms. The pt is (B)(6) old female with a past medical history significant for asthma. She reports that she is a nonsmoker.